Event description:
The clinic conducted a revision surgery on (B)(6) 2025, to address purulent drainage at the incision site. The clinic considered the possibility of explantation and subsequent reimplantation. Further details have been requested.